Event description:
During a coronary stent procedure, the stent embolized from the balloon. Three attempts to obtain additional information regarding this event were unsuccessful. No further information is availavle, however, additional information has been requested. No pt complications or injuries were reported.